Event description:
Patient was on a hospira plum a+ IV pump with epinephrine infusing. This was the only medication that was infusing at the time. The pump gave audible alarm and screen read "malfunction" and pump stopped. Patient's bp dropped to precarious low levels. Pump changed child's bp back to normal range.====================== manufacturer response for infusion pump, plum a+======================our biomedical dept has called the rep for hospira. As of date of this report hospira rep has not inspected pum.